Manufacturer narrative:
The system was not evaluated by a ge representative as the customer has a service contract through a third party.

Event description:
The customer reported the system would not display an image on the left monitor. No patient injury was reported.